Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation showing a causal relationship between the liberty cycler, the hospital admission and the reported adverse events. Additionally, there is no allegation against any fresenius products and the adverse events. There is however a probable association of the patient reported non-compliance with diet and fluid intake and the use of 2.5% and 4.25% in an effort to remove the excess fluid and the adverse events of hypotension and syncopal episodes. Additionally, there is a probable association with the patient¿s history of chronic hypotension and the syncopal episodes which lead to the hospitalization. It remains unclear if fresenius supplies were utilized during hospitalization as there are conflicting statements in the medical records. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's nurse reported that the patient was hospitalized due to hypotension from (B)(6) 2017. The patient presented to the emergency room with complaints of lightheadedness, syncope, vertigo, hypotension and progressive dyspnea on exertion. The admitting diagnoses included syncope and orthostatic hypotension. It is a chronic problem for this patient, for which the patient was prescribed midodrine 5mg. It was reported that the patient experienced the event of hypotension due to pulling off too much fluid as they were using the incorrect solution strength. The patient was recovering from this event and completing treatment without further issues.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.